Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted: unk, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that following a pump replacement which was for end of life the drug could not be taken from catheter of pump connector side. It was indicated that a confirmation and restoration was performed. It was confirmed that between the strain-relief sleeve and v-wing anchor at the back pocket, the catheter condition had been "acute", which seemed to be kink. Just after separating catheter from tissue, csf (cerebrospinal fluid) came out from the pump connector. It was confirmed that "drug or spinal fluid leaked from the acute part." Per the healthcare provider (hcp) "it was not sure when the damage cause leak had occurred, during implant or when separating." Then the catheter was replaced. A follow-up report will be sent if additional information becomes available.

Event description:
On (B)(6) 2012, (jp-as reported event): on (B)(6), the replacement of el pump was conducted due to 5 years passing since it was implanted. After the pump was explanted, drug could not be taken from catheter of pump connector side. Confirmation and restoration were performed. We confirmed that between the strain-relief sleeve and v-wing anchor at the back pocket, the catheter condition had been acute, which seemed to be kink. Just after separating catheter from tissue, csf comes out from the pump connector. It was confirmed that drug or spinal fluid leaked from the acute part. The physician commented that it is not sure when the damage cause leak has occurred, during implanted or when separating. Then the catheter has replaced to ascenda from indura (B)(6) 2013 (e1): the correct pump serial number of the document (B)(4). This patient's date of pump implant is (B)(6) 2007.

Manufacturer narrative:
Product ID: 871, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 86 27l18, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: pump.